Event description:
A report was received that the patient experienced a procedure related infection after implantation of the device. Oral and intravenous antibiotics were prescribed.

Event description:
A report was received that the patient experienced a procedure related infection after implantation of the device. Oral and intravenous antibiotics were prescribed.

Event description:
A report was received that the patient experienced a procedure related infection after implantation of the device. Oral and intravenous antibiotics were prescribed.

Event description:
A report was received that the patient experienced a procedure related infection after implantation of the device. Oral and intravenous antibiotics were prescribed.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed performance and visual inspection testing. A review of the sterilization records for the ipg found them to be satisfactory.

Event description:
A report was received that the patient experienced a procedure related infection after implantation of the device. Oral and intravenous antibiotics were prescribed.

Manufacturer narrative:
Additional information was received that the patient was given metolazone and furosemide medications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a procedure related infection after implantation of the device. Oral and intravenous antibiotics were prescribed.

Manufacturer narrative:
Additional information was received that the patient was hospitalized and given IV antibiotics. The patient was experiencing drainage at the pocket site. The patient was discharged from the hospital and the event was resolved without residual effects.

Manufacturer narrative:
Additional information was received that the patient was experiencing pleural effusion, which was procedure related.

Event description:
A report was received that the patient experienced a procedure related infection after implantation of the device. Oral and intravenous antibiotics were prescribed.

Manufacturer narrative:
Device manufacture date should be 03/05/2013. Additional information was received that the patient was explanted due to a second infection that occurred on (B)(6) 2013. The infection was located in the pocket site and traveled to the neck area. Additional information was received that the patient was experiencing pleural effusion, which was implant procedure related. The patient was administered levosimendan. Additional information was received that the patient was given metolazone, furosemide and levosimendan medications to treat an event of pleural effusion.

Event description:
A report was received that the patient experienced a device and procedure related infection after implantation of the device. Oral and intravenous antibiotics were prescribed.

Manufacturer narrative:
Additional information was received that the patient's worsening heart failure was associated with the pocket infection. The patient was treated with an infusion of levosimendan. These symptoms are related to the procedure and the device.

Manufacturer narrative:
(B)(4). Additional information was received that the patient was explanted due to the infection. The infection was located in the pocket site and traveled to the neck area.